Manufacturer narrative:
The actual device was returned to manufacturing site for investigation. Reliability engineering evaluated the device and observed that the device failed functional testing and the power transferring mechanics appeared rough running. Therefore, the reported condition was confirmed. It was determined that the gears were seized, jammed, heavy moving and blocked by residues. It was further determined that the trigger cover was broken off. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that after surgery at the service and repair center, it was observed that the trigger on the handpiece device had seized and was defective. It was further noted that there was blood in the housing and in the gearbox case. It was reported that there was no patient involvement. It was reported that there was no delay due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.